Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault 31055, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the e-stop switch. The system was tested and verified as ready for use. The affected part e-stop switch involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding recoverable fault 31055 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the customer informed the technical support engineer (tse) that prior to starting a case they received recoverable fault 31055. The error 31055 was confirmed in the logs on the surgeon side cart e-stop switch. The tse assisted the customer through a hard power cycle and exercise/activation of the e-stop switch with no change. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) stated that the stop button had gotten stuck for whatever reason. Since this event was called in, they had isi fse come in and make the proper repairs. The robotic coordinator was contacted and confirmed that ports were placed already when the call was made.